Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and no anomalies were found. It was noted that there was blood on the proximal conductor of the lead and it was not obstructed, the distal lv (low voltage) electrode of the lead was covered in blood, the outer insulation of the lead was extrinsically breached due to a cut and visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 2010. (B)(4).

Event description:
It was reported that during implant, there was a tight fit at the patient¿s clavicle and first rib so the physician though a longer lead would be easier to place but the lead was not able to be successfully positioned so the lead was removed and a shorter length lead was attempted. The second lead also had difficulty being placed. The lead had to be cut to maintain access and the lead was removed and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.